Manufacturer narrative:
12/24/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 01/13/2016 medtronic technical services analysis showed that the exam quality and 3d model were excellent, with some scatter that could mostly be removed using the threshold and crop tools (some small scatter above the back of the head could not be removed without cropping out the back of the head). There is no indication from the exam itself that would suggest that it could lead to inaccuracies or poor registration. - 01/20/2016 software analysis was unable to determine probable cause with the information provided, the on-going investigation proved to be inconclusive. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred near the end of the procedure. No specific measurement, or location, of the alleged inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.